Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deflate. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure in the moderately calcified mid left descending artery (lad), a 3.0x18 xience v 3.0x18 stent was implanted at the distal segment of the lesion after pre-dilatation. A 3.0x15 xience v stent was implanted at the proximal segment of the lesion; however, after inflation of the balloon at 10 -12 atmospheres for 20 seconds, the balloon would not deflate. The indeflator was reconnected, but the balloon did not deflate. An attempt was made to remove the stent system, resistance was felt, and the non-abbott guiding catheter was pulled further into the mid lad. Therefore, the guiding catheter and the stent system were removed as a single unit. The stent system was examined outside the anatomy and the balloon remained fully expanded. There were no reported adverse pt effects. No additional information was provided.